Event description:
The user has been experiencing soreness, which was initially thought to be related to a magnet that was too strong. However, even after switching to a weaker magnet, the soreness persisted. The user was later diagnosed with an infection which the clinic thinks was caused by the implant and the user is scheduled to have the device removed on (B)(6) 2023. After the infection has cleared, the remaining electrode array will also be removed and a new device will be implanted. The device was explanted on (B)(6) 2023 and the user will be re-implanted in (B)(6) 2023. This report refers to 9710014-2023-00294. For further information please refer to this report.